Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 178979: (B)(6) items manufactured and released on 15-mar-2018. Expiration date: 06-03-2023. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold with one other similar reported event. Clinical evaluation performed by medical affairs manager: femoral revision performed 10 months after cementless total hip arthroplasty in a 65 years old, heavy (100 kg) patients. Reason for revision is a femoral fracture of unknown etiology: a traumatic event or a sudden movement on a weakened bone due to femoral preparation during primary surgery may be possible causes. However, the final cause of this event cannot be determined due to poor quality of radiographic images provided and the absence of the date of examination.

Event description:
Revision surgery performed 10 months after primary surgery due to a small fracture in proximal femur probably occurred during the primary surgery which caused the stem to slide into a valgus position. The revision surgery was completed and the stem was revised.